Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the device was bowed fully, and then the cutting wire snapped and disconnected from the tome. It was reported that the cutting wire detached and fell into the patient and was successfully retrieved using a rat tooth forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f2301 captures the reportable event of using other device to retrieve the detached cutting wire. Medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole. Also, the wire/anchor was dislodged or dislocated from its distal pierce hole. The returned dreamwire guidewire was in good condition. The device was observed under magnification, and the distal pierce hole was torn. Additionally, the ends of the broken cutting wire were blackened. Per the dimensional inspection, the distance between the distal pierced hole to the proximal pierced hole was within specification. No other problems with the device were noted. The reported event of cutting wire broken was confirmed. Upon analysis, it was found that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire'' integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, the interaction with another medical device or tool during the procedure can lead to kinking the cutting wire and tearing the working length, consequently, the wire/anchor got dislodged dislocating from the distal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device's performance and integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the device was bowed fully, and then the cutting wire snapped and disconnected from the tome. It was reported that the cutting wire detached and fell into the patient and was successfully retrieved using a rat tooth forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.